Event description:
(B)(4) study. It was reported that the patient experienced cardiac chest pain. In (B)(6) 2013, the patient was referred for cardiac catheterization which revealed the 100% stenosed 16mmx2.5mm target lesion that was located in the distal right coronary artery. The lesion was treated with pre-dilatation and placement of a 2.50 x 16 mm promus element stent. In (B)(6) 2013, the patient experienced cardiac chest pain and was hospitalized and underwent percutaneous transluminal coronary angioplasty as treatment. One week post procedure, the patient recovered, event resolved and the patient was discharged.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2013, stent thrombosis was noted in the distal right coronary artery which was subsequently treated with percutaneous transluminal coronary angioplasty (ptca). Following intervention the residual stenosis was 0%.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that stent thrombosis occurred which could have probably cause "cardiac chest pain".